Manufacturer narrative:
At the time of this report, mentor has received no information regarding the explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation and/or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown textured mentor saline breast implants experienced unspecified complications postoperatively. As a result, the patient plans to undergo breast implant prophylactic removal to avoid injury. At the time of this report, mentor has received no information regarding the explantation date. This medwatch report is for the first of two implants.